Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects at the nozzle. In addition, the plastic distal end cover has a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. A probable cause for the burned distal end cover is due to a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. For the foreign material to remain in the device, a likely cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.